Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpiece and attachment overheated due to lack of lubrication. There was no patient or staff impact.

Manufacturer narrative:
Analysis found no fault or malfunction with the device. The device passed temperature testing, therefore the customer's complaint of overheating could not be confirmed. The device was cleaned, sanitized, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.